Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) failed. A field service engineer inspected the device and addressed intermittent failures by powering down the station and cleaning the latch switches. After powering it back on, the customer verified that the remote manager was functioning normally. The system functioned as intended after the field service engineer investigated the issue. D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available.